Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injections to address their bg.